Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/19/2019. The customer reported that downloader recharger (drc) s/n (B)(4) was hot to touch when an analyzer was docked. The same analyzer and battery was not hot to touch when docked on another drc. The customer complaint was not reproduced but the drc was warm to touch during the evaluation. It was determined that the failure of components d14 and q1 on the main board of drc s/n (B)(4) caused the drc to become warm to touch and could potentially have caused a rechargeable battery in an analyzer to become hot to touch when the analyzer was docked on the drc at the customer site. A deficiency has been identified. A rocketware search spanning six months revealed one related incident and no evidence of a trend. No corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) became hot to the touch. The customer stated that the same analyzer and battery is not getting hot in another downloader and further reports that there were no injuries. The product was replaced at no charge and returning for investigation. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.